Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. A 6.0mm x 20mm maverick xl balloon catheter was advanced to the target lesion. During inflation the balloon ruptured at 6atm. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the maverick xl catheter was received in a maverick xl shelf box that matched the information on the device. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. Magnified inspection revealed no damage or irregularities. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. A 6.0mm x 20mm maverick xl balloon catheter was advanced to the target lesion. During inflation the balloon ruptured at 6atm. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.